Event description:
It is alleged that during an acl procedure the tip of the device broke off and surgeon was unable to retrieve all the pieces from the tibia. No injury reported. User facility was unable to provide any additional information regarding patient information.